Manufacturer narrative:
The device has been returned to caire inc. For an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The dc power supply sold with a freestyle comfort oxygen concentrator was plugged into a dc power outlet in a vehicle and started smoking.

Manufacturer narrative:
The unit was returned to caire for an evaluation. All testing conducted on the freestyle comfort portable oxygen concentrator unit indicates that the unit operates normally and that it meets its functional specifications. In regard to the incident, the dc car charger was the only returned item that showed any damage. It arrived in an inoperable state and with its plastic casing partially melted around the metal contact tips. This was likely the source of the smoke described by the user. Because information concerning the car charger's functionality prior to the incident and the conditions in which it was operating at the time of the event (i.e. The type of car it was connected to, whether it was connected properly to the dc outlet, or the flow setting) was not provided, the cause of the charger malfunction is undetermined.